Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and date. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.